Event description:
It was reported to vyaire medical that the o2 was blending at 90% failure resulting to 96.1% and maximum specification is at 95% on the ltv 2200 ventilator. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4) h10: vyaire medical was unable to duplicate the issue - the o2 was blending at 90% failure resulting to 96.1% and maximum specification is at 95%. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The uut was tested and found to function within specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.